Manufacturer narrative:
The efficia dfm100 device (sn unknown) was returned to philips for additional analysis. This complaint has been escalated to technical investigation as the processor pca was returned for analysis. However, the failure analysis (fa) lab confirmed that there was no fault found in the lab testing and the pca passed all tests during op check and general testing. Based on the available information and the tests conducted, there was no device malfunction. The reported issue was confirmed.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿an dfm100 assy processor was returned to bothell for analysis.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.